Manufacturer narrative:
H3: product analysis of product:9560524, lotno:my16a001r - during the incoming inspection, deformation of the handle screw's screw thread and wear of the joint were confirmed. The handle screw is adhered to the screw at the cable tip. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via manufacturer representative regarding a flex arm used in spinal therapy. It was reported that the fixation was weak. There was no patient involved. No further complications were reported/anticipated.